Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged top, bottom, and plunger case. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that impact to the device was the root cause. To address the issue, all plastic parts to the plunger head were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: 1/11/2024.

Manufacturer narrative:
B3: date of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's plunger rotates. There was unknown patient involvement.